Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5175616. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the top came off a 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube after use resulting in leakage. No injury or medical intervention.